Event description:
It was reported that during a laparoscopic gastric rise procedure, the doctor was trying to make stomach tubulization with a blue reload. When the shot was made, it practically expelled the tissue from the jaws, (crimped). Some staples placed along tissue, the stapler couldn´t completely cut, due to displacement of tissue (wasn´t an element hindering). There was no staple line form, so the doctor resumed sleeve again, making it slightly thinner at this level and stapled again with one blue recharge. Surgery was prolonged. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4): information is unavailable. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. The following information was requested, but unavailable: how long was the procedure prolonged? The complaint form indicated this may be a potential adverse event. Was there any patient consequence or change in the post-operative care of the patient as a result of the event? What was the product code and lot/batch number for the stapler used with the ecr60b cartridge (ex, ec60, long60a, pse60a, etc)?